Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in use when the issue was observed. No patient or user harm reported. The km also reported that the customer declined to have the device serviced. It was noted that the customer said the alarm would not affect normal use and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a primary alarm failed error message. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6) hospital.